Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the visual inspection and functional test performed on the returned device, the event was not confirmed, and the device did meet the standard specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. About breakage, the phenomenon can be prevented by following the below contents of the instruction manual of shipping products (revision 8): caution "do not coil the insertion section, universal cord, or ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. Do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the instrument channel failed the leak check, the distal end had minor scratches, the bending section cover adhesive had a crack, the forceps passage had a leak, the image had excessive red cracks (restored after aeration), the bending section had fluid evident (dry after aeration), the insertion tube had cuts / scratches, and the angulation was low and not to specification. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the bronchofibervideoscope had a channel port hole inside of the working channel. There were no reports of patient harm.